Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The cg stated an unused line was open in the organizer. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) alarm, which occurred during dwell 1 of 5 on the home choice (hc). The cg stated an unused line was open in the organizer. The tsr had the cg close the clamps, disconnect the home patient (hp) and cycle the power. The cg stated the hc went to "press go to start". The tsr assisted the cg with getting the set out and explained the cg would have to start over with new supplies. The tsr explained the se 2240 to the cg and recommended the cg contact the registered nurse (rn) about the alarm. There was patient involvement, however no patient injury nor medical intervention was reported.